Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. Review of complaint history found no additional related issues for the stem, liner, and shell and the reported part and lot combinations. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed, and a revision occurred nine years post implantation due to pain and elevated metal ions. During the revision, altr was identified within the joint, as well as discoloration on the trunnion and femoral head. Hypertrophic bone was identified around the acetabulum, and surface wear on the liner. The liner and head were explanted and exchanged with no complications noted. This complaint was confirmed based on the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal a patient underwent a right hip arthroplasty. Subsequently, patient was revised with head and liner exchange nine years post implantation due to pain, elevated metal ion levels, metal related pathology, corrosion, and wear. Ossification was also noted during the procedure. No further complications have been reported.

Manufacturer narrative:
(B)(4). D10: 00801803201 femoral head sterile product do not resterilize 12/14 taper 61542828; 00630505632 liner standard 32 mm i.d. For use with 56 mm o.d. Shell 61486551; 00620005622 shell porous with cluster holes 56 mm o.d. 61491765; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 60861074; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 61547351; 00771100920 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset 61523467. Proposed component code: mechanical (g04)- stem. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00087 - 1, 0002648920 - 2023 - 00124. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.